Manufacturer narrative:
There was no patient impact or consequence. Baylis medical company inc. Has decided to report this event due to the 20-minute procedural delay that occurred.

Event description:
The nrg transseptal needle caused a high impedance error code on the baylis radiofrequency perforation generator when rf delivery was attempted, resulting in a procedural abortion after a 20 minute delay. The transseptal puncture was successfully completed using a new nrg transseptal needle. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the 20 minute procedural delay.